Event description:
New information noted a fracture on the atrial (ra) lead. Physician elected to explant and replace the ra lead. The patient was discharged from the hospital after the procedure.

Event description:
It was reported that the patient presented in clinic due to for a follow up. Device interrogation revealed noise, extra cardiac stimulation, and mode switch on the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise, extra cardiac stimulation, and fracture. As received, a complete lead was returned in three pieces. The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 12.4 cm ¿ 12.5 cm from the reference cut end breaching the outer insulation. The abrasions were consistent with exposure to constant friction to another device or feature of patient anatomy.